Event description:
The patient had two leads (from the same lot). It was reported the patient lost stimulation. X-rays were taken and revealed one of the leads was fractured and kinked. As a result, the lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.